Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was unknown. On an unreported date, the patient was transferred from the hospital to a rehabilitation center. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896597 and gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. (B)(4).